Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect impact codes, investigation conclusion), h10. A getinge field service engineer (fse) installed the missing label and has completed the inspection. The unit has been shipped to the customer and cleared for clinical use.

Event description:
It was reported that during incoming inspection of a cardiosave intra-aortic balloon pump (iabp) a label was missing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6 (medical device - problem code). The code in the initial MDR was incorrect.

Event description:
It was reported that during incoming inspection of a cardiosave intra-aortic balloon pump (iabp) a label was missing. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period nov 2019 through oct 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
On december 14, 2020 clarification was received that this is a reportable event. Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named is a getinge employee whose contact details are: telephone number phone, email address email; which differs from that of the event site.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was missing a label. There was no patient involvement, and no adverse event reported.